Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery was provided for investigation. Per fluoro image provided the valve frame appeared deformed likely due to CPR compressions. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. The work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history did not reveal any similar complaints. A complaint history review for all sapien 3 valves from (B)(6) 2018 to (B)(6) 2019 revealed additional complaints for frame damaged during use with device returned. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformities were identified on the evaluations of the similar complaint devices. Available information suggests that patient factors and/or procedural factors may have contributed to these events. (B)(4). The instructions for use (IFU), device preparation and training manual were reviewed for instructions or guidance for proper use of the edwards sapien 3 valve and no deficiencies were identified. During the manufacturing process, the sapien 3 valve was visually inspected and tested several times. The sapien 3 valves are 100% visually inspected. During the final inspection the sapien 3 valve underwent 100% inspection by both manufacturing and quality. Additionally, all frame components are 100% visually and dimensionally inspected. These inspections and tests during the manufacturing process support that is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on provided imagery. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing nonconformance was unable to be determined. However, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿during chest compressions, the patient suffered several fractured ribs, the right main became detached from the aorta, the aorta was lacerated, and our valve was crushed in the process. Per medical opinion the events were all attributed to the compressions (CPR).¿ since excessive force was used during CPR, it is likely that the valve was crushed during compression resulting in the observed deformed frame. As such, available information suggests that procedural factors (CPR) may have contributed to the complaint event. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the event was likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative action are required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by the field clinical specialist, a 29 mm sapien 3 valve was implanted in the aortic position via transfemoral approach.  Post deployment the patient went into v-fib and subsequently expired same day.  Per the physician conversation with the fcs, the autopsy was somewhat inconclusive, but it was confirmed that the most likely cause of the death was from the left main coronary artery being partially occluded by a torn native leaflet despite coronary height of 18mm and large sinuses. Additionally, the physician reported that following chest compressions, the patient suffered several fractured ribs, the right main became detached from the aorta, the aorta was lacerated, and the s3 valve was crushed in the process. Per medical opinion these events were attributed to the chest compressions and the patient being somewhat frail.